Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 547 mg/dl. Customer states transmitter not connecting after insulin blockage and had issue with sensor. Customer in reprogramming the transmitter ID with the wireless connection process. Customer assisted with pairing transmitter back to insulin pump success with connection. The device will not be returned for analysis.